Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller explained that the bottom part of the spirit combo pump display is blank. No adverse event reported. A request was made for the return of the device, replacement sent.